Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a surgeon through a company rep that a vns pt was just implanted in (B)(6) 2010 and had been picking at the implant site. The pt developed a fluid pocket at the generator and it tested positive for infection. Further info was received from a company rep indicating the infection was confirmed to be staph aureus. The surgeon noted that the pt was picking at the neck site recently, but the infection is only at the generator site/pocket area. The cause of the infection at the time is unk as possible manipulation was likely the cause. The pt was also noted to be mentally challenged. Good faith attempts to obtain additional info from the surgeon, have been unsuccessful to date.